Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. As it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted three years, two months, underwent valve-in-valve procedure due to aortic stenosis. A 23mm valve was implanted inside the failing 23mm valve. There was no regurgitation following the procedure. The patient did very well.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted three years, two months, underwent valve-in-valve procedure due to severe aortic stenosis and mild aortic insufficiency. A 23mm valve was implanted inside the failing 23mm valve. A completion aortogram and tee demonstrated no valvular or paravalvular insufficiency. The patient was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.